Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon interrogation, the right atrial lead exhibited inappropriate mode switch episodes due to oversensing of noise. Programming changes were performed and the patient will be monitored. The patient was stable.